Event description:
The customer contacted beckman coulter inc. (Bec) in regards to an elevated accutni result within the risk stratification range for one patient generated by the access 2 immunoassay analyzer. The result was not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Per the laboratory's procedure of elevated accutni results, the patient sample was retested and produced lower results within the normal reference range of the assay. Patient samples were collected in bd gold top serum separator tubes with a gel separator and centrifuged for 10 minutes at 3500 rpm. Qc was performing within the customer's established limits on the date of the event and system checks performed by the customer passed within instrument specifications. The instrument temperatures were within instrument specifications. A bec field service engineer (fse) was dispatched and performed preventive maintenance (pm) on the instrument. All performance testing passed within instrument specifications. No definitive root cause for this event has been determined to date.